Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the analyzer's battery contacts were damaged. Further testing was unable to be done due to the damage. The analyzer was to be sent for repair and restock.

Event description:
The analyzer was returned for restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.